Event description:
It was reported that the right ventricular (rv) lead experienced a gradual increase in impedance since implant. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the rv pacing impedance was steady at 850 ohms through 2013-(B)(4) and steadily rises to approximately 3700 ohms between 2013-(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.